Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The hospital did not provide any other info. No pt complications were reported by the hospital.